Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer¿s blood glucose level was 361 mg/dl. Customer stated that they gets failed battery alarms several times after clearing alarms. Troubleshoot for failed battery test alarm was performed and customer reported that he received the failed battery test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents and unexpected restart error test. No failed battery alarm was noted. The device was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.